Event description:
Loss of capture was noted on this lead. The pt was referred to an electro physiologist for consultation. Records indicate this device was successfully explanted (B)(6) 2011. Should add¿l info become available, this event will be updated.